Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the isi device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the locking part of the monopolar curved scissors (mcs) tip was extruded and tip was separated from the instrument. The instrument was removed, and a backup instrument was used to proceed. Following this, the user continued and completed the procedure with no further issues reported. No fragment fell into the patient. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the instrument and monopolar curved scissors (mcs) tip accessory were inspected prior to use. There was no damage or anything out of the ordinary. The mcs instrument was in use for about 2 hours. The mcs tip's connecting part was broken. There was no injury to the patient. There was no damage or any missing pieces noted on the mcs instrument. The instrument (pn 430004/sn (B)(6)) was returned for evaluation. Dissecting myoma was being performed when the issue was identified. The instrument did not collide with any other instruments or other hard materials during the surgical procedure. The mcs tip accessory appeared to be properly installed during the surgical procedure. There were no reports of fragments/ mcs tip falling from the instrument while used within a patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) tip accessory was analyzed, and the complaint was not confirmed by failure analysis (fa). The accessory was successfully installed on an in-house mcs sp instrument. The sheath was also installed on the instrument shaft properly. The mcs was placed and driven on an in-house system. The mcs passed the recognition and engagement tests on multiple attempts and on different arms. The unit moved intuitively. The mcs tip accessory opened and closed properly. The installed mcs tip never fell off during testing. Additional observation: the retaining lance of the tip accessory was found bulging outward. No material was missing.

Event description:
Refer to h10/h11 for follow-up information.